Event description:
Customer reports to have received a motor error alarm during basal. Customer's blood glucose was 492 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No motor error alarm was noted. The pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion test due to the prime anomaly. The motor was tested outside the device and it passed. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corner, and a cracked reservoir tube.